Manufacturer narrative:
(B)(4). The report was received from a consumer via the patients retention program, (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient died at dawn due to an unknown cause. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Dianeal therapies were ongoing until the time of death, however, it was not reported if the patient was performing therapy at the time of death. No additional information is available.